Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump exhibited error message "lee 1144"and alarming. It was reported the messages and alarming were able to be cleared by removing the batteries. It was also reported the end users other pump randomly was exhibiting error message "no disposable, clamp tubing", the customer requested this pump also be replaced. The end user also indicated concern that the cassettes might be the issue for so many malfunctions to occur this often. Per reporter the backup pump was able to be used to continue the infusion.no adverse patient effects were reported.

Manufacturer narrative:
Mw5105561.